Event description:
It was reported that the patient with this left ventricular (lv) lead had exhibited infection. A revision was performed and the pacemaker along with the left ventricular (lv) lead and left bundle branch lead were explanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).